Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent dislodgement outside patient occurred. A 28 x 4.50 rebel bms stent was advanced for use. However, stent was off the balloon when it came out from the package. The procedure was completed with a different device. There were no patient complications nor injuries reported.